Manufacturer narrative:
Customer was sent a replacement breast pump on (B)(6) 2014 and sent an expedited (B)(6) return label for return shipment of defective pump back to ameda, inc. For evaluation. Customer did not send back the defective motor base despite several phone calls to her, therefore pump was not evaluated or visually inspected.

Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report the purely yours breast pump she uses to express breast milk for her baby suddenly made a strange noise and started smoking while using it the previous night. Customer turned off the pump and used it on battery power in the morning. She reports the pump made another loud noise and would not suction. The motor base became hot; customer reports no injury with this event.